Manufacturer narrative:
The received device had the cannula assembly fully deployed. No damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported event could not be determined. The soft cannula was observed to be kinked. The timing and cause of this kinked cannula is unknown. Although the cannula was observed to be kinked, fluid was still able to pass through the entire fluid path and out the distal tip of the soft cannula. A leak test was performed and no leakages were observed.

Manufacturer narrative:
It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels reached 380 mg/dl, while wearing the pod between 4 and 24 hours on the arm. The patient noted that the cannula had dislodged from the infusion site. A new pod was applied to treat the hyperglycemia.